Event description:
"Ed". Patient presented with bone type IV. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain, mobility, swelling and bleeding. No further patient complications were reported.